Event description:
Nurse used a l-cath placement set (20 gauge, 60 cm) and attempted to place PICC in right medial anticubital vein of pt but met with resistance. Pulled back on the catheter and met with mild resistance. When catheter did come out, approximately 7 cm was left in arm. Fragment was surgically removed.